Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Glucose readings from memory show 77 mg/dl, 118 mg/dl, 78 mg/dl, 77 mg/dl, 74 mg/dl and 98 mg/dl. Caller states his glucose is normally 120-130 mg/dl. No adverse event reported.